Event description:
It was reported the programmer was unable to get telemetry with multiple devices in multiple patients. A new programmer rf (radio-frequency) head was attempted, with no success. The programmer was returned for repair. The rf head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) noisy system fan. Broken keyboard hinges. The display drops. (B)(4) rf (radio frequency) head cable found out of electrical specification. Rf head label missing coating.